Manufacturer narrative:
(B)(4). Date sent: 08/05/2020. D4: batch # r58e3c. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows an anvil from front view on hand of user and the locking spring can be seen damaged. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damaged. The breakaway washer was present, uncut and the device was fully loaded with staples, indicating that the device had not being fired. Further analysis shows that the anvil was received with the locking spring of anvil damage. In addition, scratched were noted on this area. No functional test was performed due to the condition of anvil. Do not clamp across or grip on the locking springs when attempting to reattach the anvil. To avoid inclusion of tissue within the anvil shaft, do not use it for piercing. Instead, insert the ancillary trocar (included with stapler) into the anvil shaft as described in the section on ¿use of ancillary trocar.¿ please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the anvil attached with handle and cannot function (unable to lock). There were no patient consequences.